Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving prialt (10 mcg/ml a t 3 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient had felt like the pump wasn¿t working as effective as it was initially. There were no external factors involved. The healthcare provider (hcp) did a catheter asp iration on the patient but could not get any fluid back. The patient was taken to surgery today; the hcp was thinking that the catheter was maybe kinked underneath the pump. They cut the catheter but still were unable to aspirate any intrathecal fluid back from the catheter. They decided to replace it with a new catheter. The event was resolved.